Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 19000147.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. All device components were explanted and discarded.